Event description:
Neonatal intensive care unit rn noted a three ml bd syringe leaking when attached at the buff cap during an IV infusion. The infusion was stopped and a new syringe was obtained from pharmacy. There was no harm to the infant.